Event description:
It was reported that the patient presented for in clinic follow up with loss of capture and low pacing impedance exhibited by the right ventricular lead due to cardiac perforation. The lead was explanted and replaced. The patient was in stable condition.